Manufacturer narrative:
E1 - address 1: (B)(6). E1 - city: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image based on the results of the investigation a definite root cause could not be identified for the reported blurry image. The universal cord cable with moisture from liquid immersion is likely what has led to the noisy image malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during reprocessing. There were no reports of patient involvement.